Event description:
It was reported that t-wave oversensing (twos) was noted with the device, but only during pacing. The device was programmed to managed ventricular pacing (mvp). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2013. (B)(4).